Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient who had a femoral trochanteric fracture had a proximal femoral nail antirotation operation on (B)(6) 2012. Approximately one year after implantation patient requested the hardware be removed. On (B)(6) 2013 patient was returned to or for removal: surgeon inserted the (pfna)-ii blade to remove the nail. Surgeon felt the tip was jammed and the handle spun around; he could not unlock the blade. The removal instrument was attached and the blade was removed by hammer blows. After removal operation surgeon checked the end part of the blade and found the hexagonal tip was jammed which occurred during the procedure. Two days after removal, patient had x-rays were taken and no secondary fracture was found after removal. It was reported there was no effect to the patient. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.